Event description:
A report was received that the patient was experiencing charging difficulties. The physician replaced ipg and the patient is reportedly doing well following the procedure.

Manufacturer narrative:
The returned ipg passed visual, electrical, performance and photographic imaging tests performed. Premature battery depletion was confirmed. It is likely either analog ic or digital ic has been affected and resulted in excessive current leakage due to internal short. However, the components are covered by epoxy resin top and inaccessible. The source component could not be determined.

Event description:
A report was received that the patient was experiencing charging difficulties. The physician replaced ipg and the patient is reportedly doing well following the procedure.